Event description:
Caller reported a cartridge alarm 20 during pumping. There was no reported impact to the customer's blood glucose level as the caller declined to provide specific information. The issue was resolved, and the caller successfully loaded a cartridge and resumed insulin therapy.